Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: 3006705815-2022-14300. It was reported the patient experienced left lead migration. As a result, surgical intervention was undertaken on (B)(6) 2022, wherein the lead was repositioned to address the issue. It is unknown which lead had migrated therefore both leads are being reported.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicate during the revision procedure on 06may2022 one lead was repositioned to location t8 and the other lead was explanted and replaced to address the issue.